Event description:
In 2006, a pt had a coronary angiogram with an intervention performed. It was reported that a right femoral angiogram was performed and the "site was shaved to be good for the vascular closure device." The starclose device was utilized for closure. The pt returned to the cath lab with complaints of right leg and foot pain. Another angiogram was performed and it showed complete occlusion of the right superficial femoral artery at the previous arterial puncture site. Thirteen days later, the pt had right leg vascular surgery and the closure device was removed.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.